Manufacturer narrative:
A4: patient weight was requested but not provided. D4: serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a yellow wrench alarm, with a ¿controller fault call hospital contact¿ alarm displayed on the system controller. The patient was instructed to perform a self-test, which they did successfully, after which the alarm cleared and never came back on. A self-test was performed again in the clinic and passed. Log files were submitted for evaluation and captured an isolated yellow wrench alarm at 8:11 am on (B)(6) 2023 .ere no other unusual events recorded in the log file event history.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller fault alarm was confirmed via the submitted log file. The log file contained data spanning 37 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured a controller fault alarm at 8:11:20 on (B)(6) 2023 due to a backup battery test circuit fault. The alarm was not active again in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Incidental finding: the log file also captured intermittent power cable disconnect alarms that were not associated with routine power source exchanges from 21:30:39 on (B)(6) 2023 to 20:46:58 on (B)(6) 2023 due to the relative state of charge (rsoc) voltage on the black power cable dropping to approximately 0v while connected to 14v batteries. The provided information stated that the alarm cleared after performing a self-test, and the alarm did not return. No product was exchanged. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.